Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the itb therapy was started on (B)(6). The dosage was started as 23.9 mcg/day, when it was increased to 50 mcg/day, involuntary movement was observed but improved by reducing dosage. It was also reported that residual pain in the upper and lower extremities was almost disappeared. It was reported that the date of incidence of the involuntary movement was (B)(6) 2016. The classification of severity of the event was reported as 2 (serious). It was reported that the treatment for the adverse event was that the investigational drug was not changed, the drug therapy was ¿yes¿, and nothing noted regarding the investigational device. It was reported that the adverse event was recovered with a date of outcome of (B)(6) 2017. The causality was reported as related to the investigational drug and unrelated to the catheter, pump, programmer, or surgical procedure. It was reported that the adverse event of gait disturbances had a date of incidence of (B)(6) 2016. The classification of severity of the event was reported as n/a to 1-7 (not serious). It was reported that the treatment for the adverse event was drug therapy ¿yes¿, and not change to the investigational drug or investigational device. The outcome of the event was reported as unrecovered. The causality was reported as related to the investigational drug and unrelated to the pump, catheter, programmer, and the surgical procedure. It was reported that on the (B)(4), no issue was observed and that the drug dosage was increased. It was noted that pain relief in the upper limb was observed. On the (B)(6) the drug dosage was increased to 50 mcg and aggravated gait disturbances was observed but the drug dosage was continued to increase to remove pain in the lower extremities. On the (B)(6) involuntary movement was observed and psychomotor seizure was observed. As it was considered that there was little causal relation, standard medication treatment with anticonvulsant drug (including general anesthesia by propofol) was performed as well, but it was ineffective. On the (B)(6) the patient was in coma until the dosage of baclofen was started to reduce. On (B)(6), the drug dosage was reduced to 29 mcg and involuntary movement disappeared. The patient was able to do ¿standing¿ and walking on (B)(6). It was noted that the physician would like to know what treatment plan was the best and should have been made when involuntary movement was observed. The physician experienced a case like this for the first time and considered that as a result, it might have been better to reduce the drug dosage prior to medication treatment with anticonvulsant drug. No further complications were reported and/or anticipated. The patient¿s medical history included sle (systemic lupus erythematosus).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the itb patient seems to have a spinal cord stimulator (scs) system implanted as well according to the physician¿s comments, but there is no issue reported for scs. Also, they have no information if the scs system is a medtronic device.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) regarding a patient who was receiving gabalon intrathecal injection with an unknown concentration at 63 mcg/day via intrathecal drug delivery pump for quadriplegia due to fibromyalgia. It was reported that about 2-3 weeks after the intrathecal baclofen therapy (itb) had been started that patient experienced a disturbance of consciousness, limb paralysis, and convulsions like involuntary movement. It was reported that the complication of the event was systemic lupus erythematosus (sle) epilepsy. It was noted that there were no past/history or history of adverse reaction. Concomitant drug(s) and history was noted an unknown (analgesics). The adverse event of disturbance of consciousness had a reported severity of n/a to 1-7 (not serious) and the outcome was noted as unrecovered. The causality was reported as being not related to the device, catheter, pump, programmer, or surgical procedure. The adverse event of limb paralysis had a reported severity of n/a to 1-7 (not serious) and the outcome was noted as unrecovered. The causality was reported as being not related to the device, catheter, pump, programmer, or surgical procedure. The adverse event of convulsions like involuntary movement had a reported severity of 5 (serious) and the outcome was noted as unrecovered. The causality was reported as being not related to the device, catheter, pump, programmer, or surgical procedure. It was reported that detailed information such as the time of incidence could not be obtained. Regarding the outcome of disturbance of consciousness and convulsions like involuntary movement; those have been gradually improved by reducing the drug dosage. It was noted that the causal relationship between the adverse events and baclofen is not unknown. It is considered that the main cause of the patient's epilepsy is either stroke-induced sle or itb. It was reported that the physician stated that a higher dose of analgesics to relieve leg pain and itb therapy were provided at the same time and it possibly affected the patient¿s symptoms. Currently, improvement of disturbance of consciousness and convulsions like involuntary movement has been observed by reducing drug dosage as29 mcg. It was noted that a magnetic resonance imaging (MRI) was not performed due to scs effects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.